Manufacturer narrative:
H4 - device mfg date is unknown; no information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device experienced a motor timeout¿ was confirmed. The probable cause was damaged engine/motor stall. The motor was replaced, and all tests passed within specifications. The device event log/alarm history was reviewed and there were no errors related to the complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device experienced a motor timeout¿; during device evaluation it was found motor stall/damaged engine. The event occurred during testing.